Event description:
In december 2005 the lay user/reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that her one touch ultra meter was reading inaccurately high. The senior medical affairs specialist (smas) left a message in december 2005 since the reporter could not be reached. The patient described feeling lethargic, sick to her stomach, and incoherent. At the time of the symptoms, a result of 150 mg/dl was obtained on her one touch ultra meter, while her one touch ultrasmart meter read 20 mg/dl. The results were reported to have been within 10 minutes apart. Following the blood glucose testing, the patient was administered a glucagon injection by a non-medical professional. There was no indication that the patient received further medical attention. It would been helpful to know when the patient developed symptoms in relation to testing on both meters, which device is primarily used, if she received further medical attention, her medication regimen, which device is used to administer prescribed diabetes medication, and testing frequency. The customer care advocate (cca) verified that the meter was set to the correct unit of measurement and correct calibration code. The test strips were within expiration date, stored properly, and not opened longer than the discard date. The technique for applying blood to the test strip was correct and the test strips were in good condition. The correct technique was used to clean the puncture area. The cca was unable to walk the patient through quality control testing, as the control solution had expired. The meter, test strips, and control solution were replaced. The patient tested while experiencing symptoms of hypoglycemia, was administered proper treatment based on another device, and was not delayed treatment.